Manufacturer narrative:
The system was serviced in the field and failed mechanical inspection due to the louvre cover being bent. The cover was replaced and the failure was resolved. The passed all other tests. Other relevant device(s) are: kit svc o2 bi71000452, cover pos louvre. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that they had bent the louvre cover. It was reported that the cover had caught on to the operating table which caused it to bend. There was no patient present at the time of the event.